Manufacturer narrative:
The device was discarded. Therefore, a comprehensive investigation was unable to be performed based on the the information that has been provided and a probable cause cannot be identified.

Event description:
The event involved bifuse tubing that leaked drops of an unknown chemotherapy drug and made contact with the patient and caregivers. The device was changed and no further problems were encountered. There was patient involvement and a delay in therapy, however no reported medical or surgical intervention.